Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and released back to the customer. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8100 module failing patient side occlusion during pm. Sn: (B)(4). Case resolution: biomed tried calibrating and still failed. She also replaced both pressure sensor and failed calibration. Ask her to run patient side occlusion and reading was 7.2 psi. Recommended to swap the pressure sensors around and retest. Biomed dropped the harness in the unit. She will conduct repair and retest. If test fails, she will call back for further assistance.